Event description:
On (B)(6), 2010, a doctor reported that a restoration that had been placed with maxcem elite cement de-bonded. This is the first of four reports.

Manufacturer narrative:
A doctor reported that a restoration that had been cemented with maxcem elite had debonded. The doctor identified two lot numbers of maxcem elite but did not specify which lot he used in this incident. The product was not returned from the doctor, therefore retain samples were tested for adhesive strength and were found to be within product specifications. The instructions for use state that a final 20 second cure of all surfaces should be done. However, the doctor stated that he did not perform this step. In addition, no other complaints on the two lots have been received. This has led to the conclusion that the debonds were due to user error and not to a product failure. (B)(4).